Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the tip of the g7 positions rod fractured off and is seen in the bag. No further evaluations can be made from the provided pictures. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00615 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the position guide rod and the broach handle broke during a procedure. There was no impact or health consequences to the patient. Attempts have been made and no further information is available.